Event description:
It was reported that at the patient¿s post radiation check for radiation therapy the device showed an invalid data message for lead impedance trends. Diagnostic reset from radiation is suspected. It was noted that the device was performing as programmed and no intervention was needed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).